Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on three contacts of the lead. The patient will undergo a lead replacement and revision procedure.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on three contacts of the lead. The patient will undergo a lead replacement and revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure, during which, the lead and ipg were replaced per physician's preference. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.